Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using the penumbra system 5max ace reperfusion catheter, 3max reperfusion catheter, velocity catheter, 3max separator, and a penumbra separator flex 054. During the procedure, the devices worked at intended. However, post procedure; there was a re-occlusion of the right anterior cerebral artery. The physician completed two passes with a stent retriever device and multiple clots were removed. The event was moderate in severity with an uncertain relationship to the penumbra system and possible to the procedure. The physician explained that since the clot traveled to the new territory while opening up the original lesion area, it was difficult to determine what could have actually caused the movement of the clot.

Manufacturer narrative:
Conclusion: re-occlusion is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00367, 00368, 00370 and 00371. Device was disposed of by the hospital.